Event description:
It was reported that the patient presented to the hospital after the patient alert triggered. A device interrogation showed oversensing and high impedance on the right ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted with 12 ventricular non-sustained tachycardia episodes less than or equal to 210 ms between (B)(6) 2012. Interference/noise was noted with a ventricular short interval count equal to 13462 counts, in 60.68 days, between (B)(6) 2012. A lead integrity alert triggered with one patient alert for lead failure predictor on (B)(6) 2012. High resistance/impedance was noted with two patient alerts for out of range sub-threshold lead impedance on (B)(6) 2012. The weekly pace lead trend data shows an abrupt increase for minimum and maximum ventricular pace bipolar equal to 684 to 4047 ohms peak between (B)(6) 2012. (B)(4).